Event description:
Customer reported that the insulin pump gave off a beep sound and that the keypad became unresponsive. Customer stated that he received an error alarm. Customer was unable to clear the alarm and stated that the number on the display screen had disappeared. He stated that the display did not return. Customer removed the battery for two hours and replaced it. The insulin pump had returned to normal function and he was assisted in clearing the alarm. The blood glucose reading was 135 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.